Event description:
I had the essure birth control put in three months after I had twins in 2010. Four days after surgery I had severe bleeding, clots and pain. I contacted doctor who performed surgery, and said it could be from the essure stents, or the depovara shot they put me on, while my body was healing. The bleeding lasted two months, I had newborn twins, and two older children I was taking care of. I then started experiencing pain in stomach on both sides where ovaries are. I have gained 30 pounds after exercising, and good nutrition. I sweat constantly, so much in soaked. I have had stomach pains, headaches, my feet ache constantly. I have mood swings, tired, can't sleep often do to stomach pains. Each month during my period, I bleed so much I have to change my sanitary napkin every twenty minutes, along with pain in my uterus, fallopian tube area. I can feel it throb, only happens during my monthly period. I have went to doctors for all these problems, none started until after I had the essure.